Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
In (B)(6) 2008, the patient was hospitalized for deep venous thrombosis (dvt) at this time a greenfield vena cava filters (ivc) was implanted in the patient right common femoral vein. In (B)(6) 2015, a diagnostic imaging scan was performed on the ivc filter, which showed that the tip was at the level of the l2-l3 disk space. In (B)(6) 2016, the patient hospitalized and diagnosed with dvt. At this time it was it was subsequently assessed that the patient¿s ivc filter could not be removed.